Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote for onsite service; however, the quote expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) informed the customer to update the display or replace the user interface (ui) assembly. The customer was provided with the part number for a replacement ui assembly. The customer reached back out to the service engineer and requested on-site service.